Event description:
It was reported the epiq cvx ultrasound system displayed an error message and shut down during use in a critical acute aortic dissection procedure. No further information was received. The system was evaluated by the biomedical engineer. The reported problem was not able to be reproduced and the system was returned to service. Philips has started an investigation, and upon completion, a follow up report will be submitted.